Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was slightly misaligned. The door was manually aligned and a motion calibration was ran. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure while at an r d facility the system will not fully close the gantry. Technical services (ts) had the manufacturer representative try and physically close the gantry by squeezing it without resolution. There was no patient present.